Event description:
It was reported when the device was used during a laparoscopic gastric bypass, the gasket was torn and the pneumonperitoneum was escaping. The case was completed with a similiar device. There was no consequence to the patient.